Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4): off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -15.0 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted and replaced with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.